Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 31.5 mmol/l on the reported meter and a reading of 20.9 mmol/l on another meter. There was no patient injury associated with this issue. However, as the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.